Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope has leakage from the insertion section. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that residual liquid or foreign material came out of the forceps channel. Additionally, scope communication error (e315) was present which are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a pinhole on the channel tube caused by a handling problem. Upon further inspection, it was observed that residual liquid or foreign material came out of the forceps channel due to insufficient cleaning or handling problem. Scope communication error (e315) was displayed due to corrosion on the endoscope connector caused by water invasion. It was also observed that the scope connector had corrosion due to the water leakage. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the up-down plate, the control unit and the universal cord was sticky due to deterioration or water leakage. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the forceps or the channel cleaning brush could not be inserted smoothly due to a dent on the channel tube. It was observed that the light guide bundle was slipping down causing a decrease of light output. It was also observed that the connecting tube had a dent due to physical stress. Lastly, it was observed that the universal cord had a scratch due to physical stress. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delayed the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the forceps channel could not be identified and the root cause of the issues could not be determined, as there was no deformation that might lead to the retention of foreign matter and no additional event information was available. Additionally, a definitive root cause of the observed e315 communications error could not be determined, however it is likely that the error message was the result of a damaged image sensor unit or failed component on the circuit board due to repetitive use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: " chapter 3: 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. ¿inspection of the endoscope¿: ¿1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks¿. ¿inspection of the instrument channel¿: ¿2 insert the endotherapy accessory straight through the single use biopsy valve while closing its distal end and retracting it into the sheath. 3 confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end. 4 confirm that the endotherapy accessory can be withdrawn smoothly from the single use biopsy valve. The inspection method for the suggested event is described as follows in ¿chapter 3 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ in the operation manual¿. ¿inspection of the endoscopic image¿: ¿1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the distal end of the endoscope. (See figure 3.22). 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section¿. Olympus will continue to monitor field performance for this device.